Event description:
It was reported that, the 840 ventilator generated an error which rendered the unit inoperable. The ventilator was not on a patient at the time of the event. The service engineer (se) evaluated the ventilator and replaced the safety valve. The se performed extended self-testing on the device and all tests passed.